Manufacturer narrative:
An event of "the imaging was not optimal to correctly visualize the device in the appendage", pericardial effusion, and tamponade was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on 14 october 2021, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant. While the device was advanced into the laa but due to suboptimal positioning the device was re-deployed 2 times and on the third attempt a preformation in the laa was noted on the transesophageal echocardiogram (tee) with contrast injection. There were no issues deploying the device but rather the imaging was not optimal to correctly visualize the device in the appendage. The patient developed a pericardial effusion/tamponade due to the perforation. The effusion was drained and the device was explanted. The patient was transported to a new hospital for surgery. The cause of the perforation was due to the amulet. The patient is reported to be in stable condition.